Event description:
The patient was implanted with an obtape transobturator sling. Subsequently, according to the patient's attorney, the patient experienced erosion of the mesh, infections, scarring and bleeding. No other information is available.